Manufacturer narrative:
A ge service representative performed an on site investigation. The tube head, pre-charge board, and batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system made a popping noise during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.